Event description:
It was reported that a staff member experienced slight burn/chemical irritation on finger from a set that was in storage for the operating room. There was no report of a medical evaluation or medical treatment associated the alleged event.